Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed the right master tool manipulator (mtm) gravity calibration. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal surgical procedure, the customer informed the technical support engineer (tse) that the right manipulator was dropping when the surgeon releases grips to re-position the hands. When the manipulator drops down, the instrument raises up. The surgeon continued with the procedure robotically. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the clinical representative informed the instrument was inside the patient at the time of arm movement up. The issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument. The movement of the surgeon didn't scale appropriately to the instrument. The instrument didn't move in the intended direction. When the surgeon took his hand off the hand control, the instrument would drift down. There was no shakiness and/or friction experienced/observed or any instrument-to-instrument or system arm-to-arm interference. The issue was persistent. The customer called isi technical support. Engineer performed hand control recalibration and everything is functioning properly then.

Manufacturer narrative:
The probable root cause is attributed to the master tool manipulator (mtm) being out of calibration. This issue can be resolved by fse service to calibrate the mtm.

Event description:
Refer to h11 for follow-up information.